Event description:
N/a

Manufacturer narrative:
The laparotomy sponges (dup12206) was not returned for evaluation but a photo was provided. Device history record (DHR) - the production process was under control without abnormity and change in labor, equipment, environment, material and product configuration, no abnormity was found during start-up verification. Failure analysis - a retain sample of this complained batch was reviewed, the appearance was good without abnormity. The defect picture was reviewed, the ¿black foreign body¿ was lump-shaped attached on surface, based on defect state and combined with production process, the black body should have been generated during wrapping paper process. The wrapping paper process was further analyzed, it appears that there were too many sponges were piled on workbench, and some of the sponges fell on the floor. Worker then picked up the sponges and placed on wrapping paper directly without double-check for appearance. Root cause - the root cause was that the sponges were over piling on the workbench and some of the sponges fell on the floor.

Event description:
A facility reported a black foreign body in a laparotomy sponge. The issue was detected prior to use.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.